Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high resistance observed between the lead and the guidewire. After the lead was placed, high impedance was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.